Event description:
The pt presented with episodes of feeling faint, blurring vision, and facial numbness. CT scan showed a "small" area of infarct attributed to a "small" embolic event and consistent with ischemic change. It was felt the embolic event was small due to the fact the pt was taking coumadin. The importance of proper anticoagulation was discussed with the pt and an international normalized ratio of 2.5 - 3.5 was recommended.